Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional reporters information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: updated event description: it was reported that on january 10, 2019, patient underwent an orthognathic surgery. When the patient entered the operating room, the preparation for anesthesia began immediately as well as the preparation of instruments at the surgical table. It was then noticed that there was one lacking drill bit and the other was crooked in the box that was not safe to use, therefore, another drill bit was sent to the hospital which was used in the procedure, it also broke during handling. There were fragments generated from broken device and were removed with no damaged to the patient. There was no x-ray used to remove the fragments. There was no surgical delay reported but there was an increase of less than one minute of surgery to change drills. Patient was stable all the time. The procedure was successfully completed with another drill bit that was with the same size that had two in the box. This report is for one (1) 1.5mm drill bit/stryker j-latch with 12mm stop this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown surgery on (B)(6) 2019. During the surgery, the only drill bit available was used and broke upon handling. Before the procedure, it was noticed that only one drill bit was available inside the 2.0 system which is supposed to have two (2) drill bits in it. This was noted not being safe for use due to not having another one to use. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. This report is for one (1) 1.5mm drill bit/stryker j-latch with 12mm stop this is report 1 of 1 for complaint (B)(4).